Event description:
The surgeon reported that the 25g probe was not detected by the system. The probe was replaced with another one which was detected by the system; the system detected the wrong parameter settings for the surgeon. The surgeon chose to proceed with the procedure with the settings. The vitrectomy probe cut, but the aspiration was not sufficient. The probe stuck to the posterior capsule, the surgeon tried to liberate the vitrectomy probe from the capsule but he could not. The surgeon had to perform a manual technique and inject viscoelastic to free the probe. The procedure was completed and the surgeon reported that the pt was doing well. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 03/27/2009.